Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the event occurred due to the device was insufficiently cleaned however, the root cause was unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the universal cord and grip were sticky on the videoscope. There was no patient involvement.